Event description:
I was given my initial sensor by the nurse. The program wasn't reading the data correctly. To test this, I ate a banana and two donuts with icing. Sensor didn't detect that. One day it read 350 down to 65! I called the company, put on one of the two sensors that I just gotten from the pharmacy ((B)(6) 2024) and no reading. Took that one off and placed the second one I had just gotten on ((B)(6) 2024) . No reading (lot t60002096, serial (B)(6)). Received the letter of defective units in batches t60001948/1966/1696. Clearly more than these lots are defective. I will not be using the replacement sensors I just received because I'm tired of poking myself and having no result. Also, my cousin tried this system and it didn't work for him either. He wants a system that starts with a d. Ref reports: mw5158755 and 5158756.